Event description:
Procedure type: cosmetic. According to the reporter: increasing swelling and pain was experienced around the vertical incision and acutely relieved on (B) (6) 2010. Since that draining, the pt's pain has decreased, swelling has resolved. No fever or chills, no redness at the incision or skin, skin edges well approximated. Surgery date: (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4).